Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple occlusion alarms occurred. The customer¿s blood glucose (bg) level was 146 mg/dl. A supply change was performed to address the occlusion alarm issue.